Event description:
It was reported that an endurant ii (B)(4) aortic cuff was successfully implanted proximal to the bifurcated stent graft and the proximal type I endoleak was resolved. An endurant (B)(4) limb was successfully implanted to treat the right iliac limb, (B)(4), were there was iliac expansion due to disease progression. Reference MFR # 2953200-2012-02082.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (anatomy related; disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression).